Event description:
It has been reported to co that the microseal of the occlusion balloon wire leaked during the case. The occlusion balloon was inserted into the pt saphenous vein graft and inflated to 3mm to occlude the vessel and it occluded fine. Removed the wire out of the adapter and the occlusion balloon deflated. Reattached the adapter and tried again and the same event occurred. Removed the device from the pt.